Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the keypad was found to be damaged. The rubber cover and the contacts were missing. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.